Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer also experienced high blood glucose level. Customer reported that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer did not reporting about motor position encoder error. Customer stated that the insulin pump alarm history contains neither motor position encoder error alarm nor more than one motor error within last 30 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.